Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose was 47 mg/dl. Customer stated they had treated their low with food and glucose tablets. Troubleshooting found the customer's insulin pump was functioning as designed. Customer also reported differences between their sensor glucose and blood glucose readings. Customer stated their blood glucose would be 119 mg/dl and their sensor glucose would read 88 mg/dl. The customer also reported their meter was not communicating to their insulin pump. Customer declined to troubleshoot for their inaccurate sensor glucose readings. Customer was advised to monitor their insulin pump. No additional information provided.